Manufacturer narrative:
The mis single inner setscrew was not returned for evaluation. Incorrect lot codes were provided. The correct lot codes are unknown and as such a device history record (DHR) review could not be conducted. A twelve month complaint trend analysis was conducted on the mis single inner setscrew product code from the complaint as there is no device family for this implant. This analysis found no emerging trends. No corrective action/preventive action (CAPA) is necessary at this time as we are unable to confirm the reported issue or identify the root cause. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned..

Event description:
It was reported that revision surgery was performed due to patient pain. The surgeon noted that two mis single inner set screws did not maintain a concomitant device rod in place. The two set screws were removed and replaced during the revision surgery. When replacing the screws, one of the new screws used during revision surgery (a concomitant device) did not maintain the rod in place and was replaced intra-operatively. It took the surgeon 45 minutes to perform the entire revision surgery. However, there was no reported delay to the procedure. The following mfg medwatch reports are being filed for the two set screws that did not maintain the rod, resulting in the need for the revision surgery. Mfg medwatch report no. 1526439-2014-11490, mfg medwatch report no. 1526439-2014-11491.